Manufacturer narrative:
Other text: a1, b5 and h6 - health effects codes: updated.

Event description:
Additional information was received: the event occurred during their normal inspection. They found out that the display was broken. There was no patient involvement.

Manufacturer narrative:
One device was received. Per visual inspection the device had a broken liquid crystal display (lcd) display, quick connect corroded, bent microswitch, faded line cord. The complaint was confirmed as upon visual inspection it was revealed to have a broken lcd. The root cause was unable to be determined. It looked to be impact damage but there was no damage to the global display label. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the printed circuit board (pcb), microswitch, quick connect. Performed preventative maintenance (pm), changed o-rings and reservoir gasket and calibrated. The device passed all functional and delivery tests.

Manufacturer narrative:
Other text: b3 date of event is unknown, no information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the read outs (temp) display was broken. Patient involvement is unknown.